Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, two pieces of the resection electrode loop broke off and lodged in the pt's prostate which was confirmed with an x-ray. Grasping forceps were utilized to retrieve the broken pieces from the pt but were not successful. The procedure was aborted due to the length of the procedure and pt's temperature going down. The pt was hospitalized and a second procedure was scheduled for (B)(6) 2013. No other info was provided.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed the user's experience. The loop wire was broken off at both sides. Dark stains were noted at both points of the fracture. Due to the condition of the device, the high frequency output could not be tested. However, the loop wire breaking off can result from the loop wire touching metal, the generator being activated outside the recommended time frame, or mechanical stress applied to the electrode loop during the procedure. The device was forwarded to the original equipment MFR for further analysis. This report will be updated if new and significant info becomes available at a later date. In addition, than olympus sales rep visited the user facility to visually inspect and test all the equipment that was used to the procedure. All the equipment was working properly.